Event description:
Ous MDR - inappropriate shock deliveries were observed due to noise. Therapy was turned off and the lead was capped.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms showed noise on the rv channel which led to shock delivery as reported in the complaint text. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
(B)(6) 2020 the lead was removed from the patient and returned for analysis. Upon receipt the lead was found cut 13cm distal to the df-1 connector pin. The proximal and distal fragments were received for analysis. The medial fragment (approximately 8cm length) was not returned. An extraction aid was found in the lead body. The performance of the lead fragments was scrutinized, including a visual inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular, 30cm proximal to the lead tip, the lead body was found squeezed and deformed. This damage is assumed to be the root cause of the reported oversensing leading to inappropriate shocks. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further analysis revealed that 40.5cm proximal to the lead tip the insulation was found rubbed through. This damage is not assumed to be the root cause of the clinical observation. The abrasion was consistent with exposure to constant friction against the generator housing. Damages such as a deformed rv shock coil, most likely occurred due to the mechanical forces applied during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.